Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulties were encountered. The 90% stenosed, non-calcified lesion was located in the moderately tortuous shunt of the left brachial vein. Following placement of an unspecified 5fr sheath, the symmetry 6mm x 40mm balloon catheter was advanced to the lesion and inflated one time to 10 atms for 60 seconds. The balloon was successfully deflated, however, upon attempting to withdraw the device, "hard resistance" was encountered. The physician applied force to device which allowed the balloon catheter to be removed through the sheath intact. No other devices were employed and the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
.